Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: unknown/not provided. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 21.0 diopter intraocular lens (iol) was implanted in the patient''s right (od) operative eye on (B)(6) 2017. At 1 day postop, patient complaint of blurry vision and at 9th day halos was reported. Patient's pre and post-op best-corrected visual acuity (bcva): pre: 20/40; post: 20/25+. The facility was informed that the patient had a lens exchange performed by a different surgeon due to inability to adjust. No additional information was provided. The patient has bilateral implants. This report represents the right (od) eye and a separate report is submitted for the left (os) eye.